Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit failed to power on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report received 08 may19. MFR received date 15 apr 19. Information was received that the customer declined repairs to this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.